Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 2 years 2 months of support, the pt reported feeling poorly, fatigued and weak for over period of a few weeks. While in the hospital, the pt was noted to have aortic insufficiency and was admitted for an aortic repair. Upon admission, the pt's lactate dehydrogenase (ldh) level and plasma free hemoglobin were elevated. During the surgery for repairing the aortic valve, the doctor reportedly unscrewed the pump for inspection and thrombus was observed within the device. As a result, the hospital made the decision to exchange the pump. The lvad was successfully exchanged and the pt remains ongoing without any further issue reported.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.